Event description:
Complainant alleged that the flight medics were transporting a pt, who was suffering from a head injury. The medics attempted to monitor the pt's heart rhythm, but there was no display on the device. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.